Event description:
It was reported that the communicator showed no light and spark was seen on the communicator over the weekend. A boston scientific company representative discussed with the patient and opted to replace the communicator and communicator power cord. The communicator is no longer in service. No adverse patient effects were reported.